Event description:
The reporter indicated the surgeon attempted to insert a 20.0 diopter (B)(4) silicone aspheric three piece lens but the injector tore the lens. There was no patient contact. The reporter indicated the injector was faulty.

Manufacturer narrative:
(B)(4). Device not returned. Evaluation: method: injector lot number search. Results: an injector lot number search was performed and no similar complaints were found. Conclusions: based on the complaint history and lot number search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation results - visual inspection of the returned product found the nosecone of the injector damaged. The returned lens had a bent haptic. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, lot number search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).